Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 7, 2021, it was found that the image disappeared during angle operation due to damage to the image pickup unit. There was no report of patient injury associated with the event.